Manufacturer narrative:
H3: product analysis ¿as found condition: the solitaire fr 6-30 stent device was returned still within its introducer sheath, inside a dispenser coil, with a rebar 18 catheter, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker, and the marker coil was in good condition. The rebar 18 catheter¿s tip and marker were examined, and no damage was noted. The catheter body was found to be flattened over ~6.0cm to ~7.0cm segment from the distal tip. No voids or flashes were noted on the catheter hub. ¿testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub without issues; however, resistance was observed along the damaged locations. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ report was confirmed, as the returned solitaire fr 6-30 stent device and rebar 18 catheter were damaged. The damage likely occurred when the customer attempted to deliver the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. The likely root cause of the resistance could be the incompatibility between the solitaire fr 6-30 stent device and the rebar 18 catheter, which has a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr sizes sfr-6-xx (all lengths) should be introduced only by means of a 0.027-inch microcatheter inner diameter.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: micro cath 105-5081-153 rebar ir. Model number: 105-5081-153 lot number: b803122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery of the solitaire fr thrombectomy stent, the stent could not pass through the middle of the rebar catheter. Attempts were made to retrieve it, however, it still failed to pass through. The entire stent system and catheter were replaced to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing a thrombectomy surgery for treatment of a ischemic stroke in the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. Femoral artery access vessel diameter was 7 mm. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved one pass with the device. The patient's baseline and post-thrombectomy condition (tici, nihss etc.) And stroke onset to reperfusion time was unknown. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The occlusion was located in the internal carotid artery. The post-thrombectomy, the nihss score was 3. The time from stroke onset to reperfusion was 2 hours. There were no issues during the navigation of the microcatheter, and no kink or damage was observed on either the catheter or the pushwire of the solitaire device. The tip of the solitaire sheath was properly secured into the hub of the microcatheter. The cause of resistance was not determined, and no resistance was encountered during stent retrieval.